Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g2,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units display flickering. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4, d9, e1(event site postal code - 400703), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer(fse) evaluated the unit and reconnected ribbon cable on lcd display & video receiver pcb. Checked systems performance on iabp trainer & balloon, kept on pumping for 3 hours no issue observed. System working satisfactorily.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units display flickering. There was no on site harm reported.